Event description:
The biomed indicated a child was burned from the metal mouth gag, suspecting that the surgeon got too close to it during surgery. The burn was thought to have been severe because the o.r. Staff was very concerned; however, the exact details, or treatment provided was not known.